Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's tubing was detached from connector on (B)(6) 2024. No further information available.